Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2010 (exact date is unknown). According to the complainant, on (B)(6), 2010 during the procedure when the physician withdrew the placed device the internal bolster fell into the patient's stomach. The physician attempted to remove the internal bolster endoscopically but was unsuccessful. A few days later the patient excreted it. A new securi-t percutaneous replacement gastrostomy tube was placed. The patient's condition was reported to be good.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation, as it was disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2010 (exact date is unknown). According to the complainant, on (B)(6), 2010 during the procedure when the physician withdrew the placed device the internal bolster fell into the patient's stomach. The physician attempted to remove the internal bolster endoscopically but was unsuccessful. A few days later the patient excreted it. A new securi-t percutaneous replacement gastrostomy tube was placed. The patient's condition was reported to be good.